Event description:
It was observed that during the device inspection, the subject device "rubber glue is missing from the bending section ". There was no patient involvement on this reported event.

Manufacturer narrative:
The device evaluation found missing curved rubber adhesive. Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable causes due to some kind of stress such as damage or deterioration of parts. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.